Event description:
It was reported that during device change out due to normal eri, externalized conductors proximal to the rv coil were observed via fluoroscopy. All measurements were stable and in range. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.